Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues inserting 3 sensors with the serter. Customer's blood glucose level was 432 mg/dl. The customer treated his blood glucose level with a syringe. The customer had ran out of insulin and was away from home. The device was not returned.